Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had dislodged and exhibited loss of capture. The lead was explanted and replaced. During explant procedure, the implantable cardioverter defibrillator was prophylactically explanted and replaced due to the battery advisory. The patient was in stable condition throughout the procedure.